Manufacturer narrative:
The customer-reported issue of a high internal temperature alarm was confirmed through review of the patient data file; however, it was not able to be reproduced during investigation testing. Investigation testing determined that the driver functioned as intended and passed all requirements. Additionally, an extended observation run was performed with no alarms or abnormalities. The internal filters and cooling fans were also inspected and were found to be free from damage or debris that could potentially contribute to a higher internal driver temperature. The driver performed as intended with no evidence of a device malfunction. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. Ce 4450 follow-up report 1

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the companion 2 driver exhibited a high temperature alarm, the driver continued to perform its life-sustaining functions. The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the companion 2 driver exhibited a high temperature alarm while supporting a patient. The customer also reported that the patient was switched to a backup driver and there was no reported adverse patient impact.